Event description:
A malfunction alarm was reported by the customer, identified as malf 0, and was not resettable. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer decided to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. Tandem technical support confirmed the customer had the most up-to-date pump software, and the pump was within warranty. A replacement pump was dispatched, and the customer was instructed on how to put the pump into storage mode and send the problematic pump back using the provided return box and pre-paid label within 10 days.